Event description:
A malfunction, indicated by code malf 24, was reported by the customer. There was no adverse impact to the customer¿s blood glucose level, and it did not exceed 500 mg/dl. The customer was advised by technical support (cts) to replace the pump and utilize multiple daily injections as a backup. Cts shipped a replacement pump, provided instructions for returning the faulty pump, including placing it into storage mode, and confirmed the shipping details. The customer acknowledged and followed these instructions.